Event description:
It was reported that the customer experienced a blood glucose (bg) level of 432-433 mg/dl with moderate ketone levels; cause was due to customer experiencing multiple cartridge alarms. Reportedly, prior to the cartridge alarms occurring, the customer had dropped the pump. Customer attempted to changed the cartridge to address bg level. At the time of the event, the customer did not have an alternate method of insulin therapy available. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6), 2023, with the issue resolved. Customer did not sustain any permanent damage. Customer contacted the healthcare provider to discuss alternate insulin therapy. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.